Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. Functional testing also noted the downstream occlusion sensor needed to be replaced in order to pass accuracy testing. After repairs, the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted the downstream occlusion sensor needed to be replaced to pass functional testing. There was no patient involvement.